Manufacturer narrative:
Zimmer biomet complaint (B)(4). This report is being submitted late as it has been identified in remediation. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Investigation results concluded that the reported event was due to patient trauma. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a total hip arthroplasty. Subsequently, the patient underwent a total hip revision due to a femoral fracture caused by the patient falling. There were neither complications nor delays; the surgical technique was followed. There are no medical records or x-rays. There were no allegations of deficiency. No additional patient consequences were reported.